Event description:
A customer reported the firing mechanism on her adc lancing device would not fire, and she was, therefore, unable to check her blood glucose. As a result, the customer experienced symptoms described as "dizziness." The customer was unable to self-treat and had contact with a healthcare professional who provided treatment with insulin (dose/type unknown) and an unspecified oral medication for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Visual inspection of the returned device was performed, and the depth adjuster was set at 2. The firing button was observed to be stuck in the downward position and did not return to its original position. Damage to the button was also observed. The third-party manufacturer of the freestyle lancing device investigated this issue and determined that the damage associated to the firing button prongs is consistent with one¿s thumb/nail while pressing and holding the button when releasing the lancet. Pushing the grey slider forward with force and repeating, would likely cause damage to the guide prongs of the firing button. Therefore, the issue is not confirmed due to use. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and lancing device, no trends were identified that would indicate any product related issues.. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the firing mechanism on her adc lancing device would not fire, and she was, therefore, unable to check her blood glucose. As a result, the customer experienced symptoms described as "dizziness." The customer was unable to self-treat and had contact with a healthcare professional who provided treatment with insulin (dose/type unknown) and an unspecified oral medication for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.